Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c device. A pdc removal was scheduled on (B)(6) 2025. Imaging was received that appeared to show heterotrophic ossification. The implant was not removed and a plate was placed over the device as it was auto-fused. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The pdc device remains implanted in the patient, therefore no device evaluation could be completed. Imaging was provided that showed the auto-fusion. There were no anomalies associated with the complaint identified during the investigation. The pdc revision was completed due to auto-fusion / heterotrophic ossification. This submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c device. A pdc removal was scheduled on (B)(6) 2025. Imaging was received that appeared to show heterotrophic ossification. The implant was not removed and a plate was placed over the device as it was auto-fused.